Manufacturer narrative:
(B)(4). Results of investigation: the carefusion field service representative evaluated the unit and determined the root cause to be due to a faulty main board. The main board was replaced and the operational verification testing was performed where the unit passed per manufacturing specifications and was placed back into service. The main board was evaluated by the failure analysis lab where the reported event was confirmed and isolated to a faulty solenoid valve.

Event description:
The customer stated that this unit is alarming vent inop prior to being set up on a patient. The error log is showing "circuit disconnect, motor fault, transducer fault". The device was not connected to the patient and there was no patient consequence.